Event description:
It was reported that there was increased impedance, oversensing, and sensing difficulty. Visual examination of the lead after removal showed no signs of insulation or conductor fracture, and therefore the device could not be ruled out as a source of oversensing. The setscrew was noted to be tight in the header also. The patient further reported that "I almost died. I went to have my device checked and they told me it was dead. My heart rate was at 20 beats per minute." Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed. No anomalies found.